Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was performing a right total knee replacement and using the mallet to insert the prosthesis (usual practice) the head of the mallet flew off; detached from the handle and landed on the floor where the scout nurse had just previously been standing.

Event description:
It was reported that the surgeon was performing a right total knee replacement and using the mallet to insert the prosthesis (usual practice) the head of the mallet flew off; detached from the handle and landed on the floor where the scout nurse had just previously been standing.

Manufacturer narrative:
Qn#(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. (1) sample of km46666 lot e6 was received for evaluation. Visual review noted that the mallet head has separated from the handle. The fracture plane indicates off center striking of the mallet face. The mallet face exhibits severe deformation around the proximal edge where the edge of the mallet has repeatedly been struck. Isolated incident related to method of use. (1) sample of km46666 lot e6 was received for evaluation. Visual review noted that the mallet head has separated from the handle. The fracture plane indicates off center striking of the mallet face. The mallet face exhibits severe deformation around the proximal edge where the edge of the mallet has repeatedly been struck. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. (B)(4) & (B)(4) - both were returned in a heavily deformed state sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666 isolated incident related to method of use.